Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture present behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/09/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/20/2015 with the following findings: during investigation, evidence of moisture was observed behind the display. The display screen was distorted due to moisture damage. The pump failed a leak test due to a case seal leak. The pump cover was opened and no further moisture was found in the pump.